Event description:
When the circulating nurse opened the outer box, it was noticed that the inner sterile blister contained holes or slits. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The evaluation results suggest that the event was attributed to abuse during shipping and handling.